Event description:
It was reported that the ilet sleep/wake button became progressively difficult to actuate, intermittently failing to register presses, while the touchscreen was responsive once the device was awakened; the issue raised concern about timely response to alerts and completion of supply changes, and the device problem was characterized as a key or button not working associated with the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with the switch component consistent with an unresponsive button. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.